Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted the patient was found unconscious by his wife and daughter after getting a reading of low from his cgm. He stated that he did not feel any symptoms of being low before passing out. He hit his head when he fell down unconscious, resulting in a head injury. Emergency services were called by his wife and the patient was taken to the hospital. During transport he was treated with unspecified IV fluids by the emts. The first bg reading was taken during transit by the emts, but the patient does not have any information on the bg readings due to his condition. No cgm values were provided. He remained unconscious for 48 hours. No details of the hospital treatment were provided. At the time of the call he was feeling fine and had been discharged that day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.